Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer troubleshoots the unit and determined that the power supply assembly needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed turbine motor failure, low inspiratory peak pressure and power supply overheat. At this time, there is no information regarding patient involvement associated with the reported event.